Event description:
Tech alleged the bed would not go into trendelenburg. While pulling on the cardio pulmonary resuscitation handle, the head motor would just run. No pt impact.

Manufacturer narrative:
Tech found the bed would not go into trendelenburg unless you let off of the handle and push the head or hilow button for a second. The tech found the cause to be the head motor stem was turned in too much which was not letting the motor reach its full extension. The tech turned the stem of the head motor out to resolve the issue.